Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to lead fracture. The fracture caused noise and pacing inhibition. The patient also had presyncopal spells. Subsequently, a new rv lead was successfully implanted. No additional patient adverse effects were reported.